Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a robotic assist laparoscopic bilateral inguinal hernia repair and umbilical hernia repair and excision of right cord lipoma. He had revision surgery 1 year post-surgery. The patient underwent laparoscopic recurrent umbilical incisional hernia repair and open recurrent direct left inguinal hernia repair. The patient experienced hernia recurrence

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right inguinal hernia and umbilical hernia. It was reported that after implant, the patient experienced recurrence, mesh erosion, mesh migration and adhesions. Post-operative patient treatment included revision surgery.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a robotic assist laparoscopic bilateral inguinal hernia. It was reported that after implant, the patient experienced recurrence, mesh erosion, mesh migration and adhesions. Post-operative patient treatment included revision surgery and excision of right cord lipoma.